Event description:
It was reported that, during coronary artery bypass grafting, the blade tip was broken during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: u40n19. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2023. D4 batch #: u95c63. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade outer sheath broken at the torque wrench area. The broken piece was returned with the device. No damage to the blade was noted. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this do not allow to use the torque wrench when try to assemble and disassemble of the device with the handpiece. A manufacturing record evaluation was performed for the finished device batch u95c63, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue.